Event description:
Pt received mentor tissue expander to right breast. Returned to surgery with significant hole in the product and an infection. Defective implant removed, breast pocket irrigated, and new natrelle tissue expander was placed. Dr b. Asked that implant be sterilized and returned to the company.